Event description:
It was reported that this right ventricular (rv) lead has being exhibiting a gradual increase in the pacing impedances and low amplitude. All measurements were within normal limits. Technical services (ts) recommended to configure based rv lead alerts. This rv lead was explanted and replaced. No additional adverse patient effects were reported.